Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however, the battery cap was never replaced, the yellow o-ring was visible and the patient was unable to secure it to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The 3500a supplemental report was submitted to revise and evaluation codes of pump status.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: there was no power on reset (por) events observed in the black box. The battery compartment was observed to be cracked on the side from the threads to the cover. The returned battery cap threads were stripped and therefore unable to fully secure to the pump. Por¿s were duplicated with the returned battery cap. A new test battery cap secured to the pump and a 24 hour duration test was completed with no power interruptions. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit was found.